Manufacturer narrative:
On 9/5/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7608557, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pocket modification with minor nipple lift (surgical intervention). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a mentor memorygel breast implant 475cc and experienced rupture on the left breast implant that was noticed during surgery. The patient had undergone bilateral pocket modification with minor nipple lift. As a result, the patient had undergone removal and replacement of the left breast implant with mentor memorygel breast implant 475cc on (B)(6) 2019. The right breast implant was replaced with unknown type breast implant on (B)(6) 2019. This medwatch is for the right breast implant.